Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was attributed to poor coupling between the electrodes and patient. Review of the device log shows once CPR begins, the ECG signal is lost via pads view for the remainder of the case. Leads were then applied and an ECG signal was established in lead ii view. The customer did not troubleshoot to regain ECG signal in pads view. The defib pads, multifunction cable, and CPR adaptor were not returned for evaluation. The device was put through extensive funcational testing using test accessories without duplicating a malfunction to the device. An internal inspection did not identify any associated discrepencies. The device was recertified and returned to the customer. Analysis of similar reports has not identified an increase in trend. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Zoll recommends that patients are cleaned and hair is clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. Poor adherance and/or air under the electrodes can lead to the possibility of arcing and skin burns.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via the electrode pads. Complainant indicated that the patient subsequently expired.